Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Dimensional analysis found the returned nail was nonconforming to 3 product specifications that would have prevented the nail from assembling to the targeting jig. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The nail did not engage with the insertion jig. The neck of the nail was too small for the mating part of the jig. A second nail of the same size was used to complete the procedure.